Event description:
It was found that the petcock valve on the water trap of the steris ethylene oxide (eto) sterilizer was open which allowed eto to be exhausted into the sterilizer service room. This was found by a contractor who the hospital hired to check air pressure differentials, air exchanges and perform exposure monitoring. As part of the contract, the vendor checked the eto sterilizer and, when in the service room at the start of the exhaust cycle, found the leak. It was rectified immediately by closing the valve.cause of the occurrence: open petcock valve. No known cause of valve to be open. No work involving valve conducted since installation. Valve is at foot level and could have inadvertently been opened.

Manufacturer narrative:
The following day, the patient reported left lower quadrant pain and a CT of the abdomen/pelvis revealed a lower left pelvic hematoma likely arising from left inguinal region and to a lesser extent dissecting along the fascial planes to other regions of the lower pelvis. It was decided to evaluate for a retroperitoneal hematoma. The patient was able to ambulate. Felt well and was under observation. The following day, a duplex study of pseudoaneurysm with compression was performed as a bedside exam. On the right side: there was no evidence of pseudoaneurysm or av fistula in the right groin. The right cfa and cfv are patent and free of hemodynamically significant disease. On the left side there was no evidence of pseudoaneurysm or av fistula in the left groin. The left cfa and cfv are patent and free of hemodynamically significant disease. There were no complaints the following day. There was bilateral ecchymosis suprapubic extending laterally on both sides, minimal tenderness. To be followed by vascular service. Event was of moderate severity and resolved without sequelae. The patient was discharged. The event was reported to be unrelated to a cypher stent and possibly related to the procedure. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Information was received via the (B)(4) study that post uncomplicated mid right coronary artery (rca) stenting procedure with 6fr cordis sheath and 5fr cordis sheath used for left femoral artier (lfa) and right femoral artery (rfa) access, when the left femoral sheath was removed post procedure, the patient had hypotension and diagnosis of retroperitoneal hemorrhage treated with blood transfusion. In addition to ecchymosis and hematoma at the left femoral access site, it was reported that the patient had bilateral suprapubic ecchymosis extending laterally on both sides and minimal tenderness. Post treatment of the denovo 100% stenosed mid rca lesion prior to sheath removal, an unspecified small hematoma was noted. Post procedure the patient was transferred to the ccu where the rfa sheath was removed using a thrombin patch and manual compression. This was followed by removal of the lfa sheath with manual compression. A blood pressure (bp) of 80mmhg was reported, with indication of questionable vasovagal response. The bp went down to 70 mmhg with a heart rate of 118 ten minutes later. Vascular service was called. Thirty minutes later, the bp was recorded as 113/66 with a heart rate of 105. It was reported that the patient was stable the following day. Two days post procedure, the patient reported left lower quadrant pain and a CT of the abdomen/pelvis revealed a lower left pelvic hematoma likely arising from left inguinal region and to a lesser extent dissecting along the fascial planes to other regions of the lower pelvis. It was decided to evaluate for a retroperitoneal hematoma. The patient was able to ambulate. Felt well and was under observation. The following day, a duplex study of pseudoaneurysm with compression was performed as a bedside exam. On the right side: there was no evidence of pseudoaneurysm or av fistula in the right groin. The right cfa and cfv are patent and free of hemodynamically significant disease. On the left side there was no evidence of pseudoaneurysm or av fistula in the left groin. The left cfa and cfv are patent and free of hemodynamically significant disease. There were no complaints the following day. There was bilateral suprapubic ecchymosis extending laterally on both sides, minimal tenderness. The patient is to be followed by vascular service. The event was reported as moderate severity and resolved without sequelae. The patient was discharged. The product catalog number reported is 16035-06, however, this catalog number is not valid in our system. Additional information has been requested to verify the product catalog number. The product is not available for analysis. The lot number of the cordis sheath is not known; therefore a device history record review cannot be completed. Access site complications including bleeding from the site, retroperitoneal bleed, hematoma, ecchymosis and tenderness are common procedural complications related to the femoral puncture site, sheath removal post procedure, and antiplatelet medication/anticoagulation medications. Based on the available information, there is no indication that it is related to any device design or manufacturing issues; therefore, no corrective actions will be taken.

Event description:
The information received from the (B)(4) study indicated that the patient was admitted with a 100% stenosis in the mid right coronary artery (rca). The type c lesion was 45mm long and de novo. The lesion was pre-dilated with a non-cordis balloon. The residual stenosis was 0%. There was no information regarding the use of a stent during the procedure. There were no complications during the procedure. The day of the procedure, the patient experienced bleeding from the access site and hypotension. The catheter sheath introducer (csi) used in the procedure was a cordis 6 fr introducer. A small hematoma was noted after the procedure. A hematoma was noted in the ccu, then the sheath was removed from the left femoral artery (lfa). 20 minutes later, the patient's blood pressure went down to 70 mmhg and the heart rate was 118. The vascular service was called (bp 113/66 pr 105) and a blood transfusion was provided with 2 units of packed red blood cells. The diagnosis was a retroperitoneal hemorrhage. The following day the patient was hemodynamically stable.

Manufacturer narrative:
Concomitant medications: (B)(6) 2010: lipitor 80mg and metoprolol 25 mg.